Manufacturer narrative:
The customer¿s report of a leak and component breakage was confirmed. Visual inspection of the valve noted no obvious damages or issues. However, visual inspection of the reported concomitant extension set observed that its female luer component was cracked along the length of the luer. The observed crack was measured to be 0.357 inches long and that the crack was observed to be opposite the injection gate on the luer component. No tool markings were observed to be around either of any of the components. Functional and pressure testing confirmed fluid leaking out from the observed crack on the extension set's female luer. The root cause of the customer¿s report of a leak was identified as due to a crack on the female luer component of the reported concomitant extension set. The probable cause of the customer¿s report of component breakage was identified as a combination of material degradation during the supplier process and manufacturing factors (solvent and over-torque).

Event description:
The customer reported IV tubing cracked at female connection site and leaked "where connected to max zero blue cap." No patient harm was reported.

Manufacturer narrative:
Concomitant medical products: bd 60ml syringe of heparin, therapy date (B)(6) 2016. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported leaking from the crack of the female luer of a maxzero mated to an IV set during an unspecified infusion. There was no patient harm.